Event description:
It was reported that the ilet became nonfunctional after a brief water exposure while a dexcom g7 sensor was in use, after which the ilet could not pair with the cgm and displayed a bluetooth identifier of 000; troubleshooting included mode toggling between g6 and g7, applying a new sensor, restarting the ilet, and verifying bluetooth. Symptoms included loss of cgm communication with the ilet. Outcomes included advisement that the device was no longer water resistant and instruction to use backup therapy due to questioned device functionality. Investigation included remote troubleshooting and assessment of pairing and bluetooth status. Investigation of this case revealed a device malfunction with loss of wireless communication and water ingress rendering the ilet nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to liquid exposure leading to communication failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.